Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated carbamazepine (carb) results were obtained using an atellica ch 930 analyzer. Customer stated that quality control (qc) was in range during time of testing. The cause of the discordant, falsely elevated carb results is unknown. Siemens is still investigating the issue. MDR 2432235-2019-00353 was filed for the same event.

Event description:
Discordant, falsely elevated carbamazepine (carb) results were obtained using an atellica ch 930 analyzer. The initial results were not reported to the physician(s). Repeat testing was performed using a different sample from the same patient with a 1:2 dilution. The repeat testing was performed using the same atellica ch 930 analyzer, resulting high and falsely elevated. The same sample was repeated on an alternate non-siemens instrument, resulting lower and as expected. The repeat result from the alternate non-siemens instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carb results.

Manufacturer narrative:
Siemens filed MDR 2432235-2019-00352 on 03-oct-2019. Siemens filed the supplemental MDR 2432235-2019-00352_s1 on 03-oct-2019 as a correction. Siemens filed the supplemental MDR 2432235-2019-00352_s2 on 24-oct-2019. Additional information (03-dec-2019): a review of the atellica instrument file data was performed and a consistency was observed between the discordant results and surrounding carb results. Siemens also reviewed recent proficiency survey results comparing the carb recovery of the atellica ch versus the non-siemens instrument. A tight correlation was observed between the two methodologies. Siemens requested a list of the patients' prescribed medications and identified two compounds which may interfere with the carb results. Siemens is unaware of the concentration of each compound within the sample as well as the performance when both interfering compounds are present within the sample. The customer did not provide sample for further investigation. Pre-analytical sample handling as well as interferences due to the prescribed medication could not be ruled out. This issue is an isolated incident specific to the patient sample. The customer is operational, and no product non-conformance was identified. The instrument is performing according to specifications. No further evaluation of the device is required. Section h6 and h10 were updated. MDR's 2432235-2019-00357_s2 and 2432235-2019-00373_s1 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 2432235-2019-00352 on 03-oct-2019. Siemens filed the supplemental MDR 2432235-2019-00352_s1 on 03-oct-2019 as a correction. Additional information (10-oct-2019): related mdrs in section h10 were added for the similar event for reference purposes. Section h10 was updated. MDR's 2432235-2019-00357, 2432235-2019-00357_s1 and 2432235-2019-00373 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 2432235-2019-00352 on (B)(6)2019 . Correction ((B)(6)2019 ): in the initial MDR filed on (B)(6)2019 , iit stated that MDR 2432235-2019-00353 was filed for the same event. This number referenced is incorrect and the correct MDR number that was filed for the same event is 2432235-2019-00357.